Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced occlusion issue with the infusion set site on (B)(6) 2026. The issue occurred with more than one infusion sets. The patient resolved the issue by changing the infusion set and resumed insulin.